Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 6/6/2017- additional complaint description information collected: no surgical delay was reported. The hardware that was removed was whole and intact. Fragments were generated as a result of the surgeon cutting the matrix rod but, they were retrieved.

Manufacturer narrative:
(B)(6). Patient weight not available for reporting. Date of device loosening and non-union is not known. Additional product codes: mnh, mni, kwq, kwp. (B)(4). Date of implant reported as 2011. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant device therapy date reported only as 2011. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent revision surgery due to delayed healing, nonunion, and loosening. Patient had the initial posterior spinal fusion from l2 to s1 in 2011 with synthes spine matrix poly pedicle screws. The patient never healed at the l2-l3 level and has a nonunion according to the surgeon (preoperative suspicion and verified intraoperative). At an unknown point in time, the matrix locking cap on the right l2 screw loosened and came out of the poly screw head. It is unknown how the failure was detected or whether the patient had any symptoms. Surgeon commented that the patient has a history of falling and that at an unknown point in time, the patient developed at t12 compression fracture. The patient has kyphosis above the current construct. Intraoperatively, it was found that the right l3 locking cap was very loose as well, but was still threaded into the l3 screw head. During the revision surgery on (B)(6) 2017, surgeon verified that the patient has a nonunion at the l2 to l3 level and has a solid fusion caudal to l3. Surgeon cut the existing matrix rod on the right side just cranial to l4 and removed the l2 and l3 screws. On the left, surgeon cut the existing matrix rod just cranial to the l5 screw, and removed the l2, l3, and l4 matrix screws. On the right side, surgeon placed new expedium 5.5 mm titanium (ti) poly screws from l3 to t10. On the left, surgeon replaced new expedium 5.5 mm ti poly screws from l4 to t10. Surgeon then placed new expedium rods bilaterally. The new and old rods on the right side are now connected with a construct that contains two (2) depuy universal 5.5 mm to 5.5 mm connectors (one attached to the new rod and another attached to the old rod) and a rod. On the left side, surgeon did not connect the old existing rod to the new cranial rod. Surgeon skipped this since the t10 to l4 construct on the left was anchored in the fusion mass. Surgeon successfully completed the procedure. Patient status/outcome is unknown. Concomitant devices reported: matrix polyaxial screw (partial part 04.632.xxx, quantity 5). This report is for one (1) matrix locking cap. This is report 1 of 2 for (B)(4).